Event description:
The customer reported that the au5800 clinical chemistry analyzer generated erroneous potassium (k) results for multiple patients. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided ten (10) discrepant patient results which are outside of the assay specification for this event. The customer stated that plasma residue was discovered on the ion selective electrode (ise) dilution pot. The customer also found a kinked tubing from the dilution pot to the flowcell and suspected that this was the cause of the plasma residue on the inside surface of the dilution pot as the kinked tubing would prevent the ise dilution pot from draining or cleaning. The customer put in place a temporary measure to prevent the tubing from re-kinking. The customer then cleaned the dilution pot, calibrated the assays, and ran quality controls (qc). The customer reported that the instrument operated within specifications at this time. However, after running four (4) hourly qcs, the customer noticed that the potassium qc results recovered out of range.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a bent mix paddle/bar in the ise dilution pot which was causing splashes of residue on the surface of the dilution pot. The fse cleaned the residue and replaced the mix paddle/bar and other consumable parts on the ise unit. The fse verified operation of the ise unit by performing calibration and running a precision run and qc. The fse obtained passing results which met published specifications. In conclusion, failure mode of the event is attributed to a bent mix paddle/bar in the ise dilution pot. Results : ise dilution pot mix paddle/bar.